Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose 544 mg/dl on (B)(6) 2020. The customer¿s blood glucose level was 465 mg/dl. The customer was treated with manual injection in the emergency room. The customer had symptoms such as nausea and dizzy. It was reported that the insulin pump had insulin flow block alarm during fill tubing. The troubleshooting was performed and insulin exited. The insulin pump will not be returned for analysis.